Event description:
It was reported that the patient had good stimulation up until two weeks prior to report when they had a fall. It was noted that the device was reprogrammed and the patient was back to good coverage. It was further noted that the patient¿s burning sensation between the battery and the hip started when the patient had the fall and only occurred when they were recharging. It was noted that the patient had a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. The impedance ¿looked good¿ and were all between 563 and 965. Additional information received reported that the healthcare professional (hcp) was updated on the patient¿s concern of ¿burning sensation.¿ the hcp examined the battery site and did not find anything unusual. The patient and hcp would continue to monitor to see if symptoms continued.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).